Event description:
The customer reported that the device would unexpectedly power off and on.

Manufacturer narrative:
The customer reported that the device would unexpectedly power off and on. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.